Event description:
Device malfunction: filter tip detachment. Time of malfunction: during the procedure. Symptoms/ae: potential foreign material in anatomy. It was reported that during the procedure in the left carotid artery, the rx accunet filter was deployed successfully. The rx acculink was deployed successfully. The distance between the filter and the stent was per IFU instructions. After successful post-dilatation, an attempt was made to retrieve the filter using the rx accunet recovery catheter. When the recovery catheter with the filter was withdrawn through the stent, it became caught on the stent and would not retract into the sheath. The sheath and the recovery catheter were pulled together and the tip of the filter separated. The tip was not found. No intervention was performed. There was no adverse pt sequela. There was no significant delay in the procedure and hospitalization was not prolonged. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.